Event description:
It was reported via international that the "fluid in pilot tubing which, after 11 days, made it difficult to inflate". There was no reported pt injury and/or change in therapy. The involved device has been returned to the MFR and forwarded to the analytical lab for eval.